Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP while using the device the humidifier plate was very hot without the tank on the device. While the device is running without tubing the heating plate is too hot to touch. The device has a service require error message. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center. The technician could not confirm foam particles in the air path during the device evaluation. There were some secondary findings heat plate burned and rust in the pca. Additionally, there were some technical findings like error code. The device was scrapped. In this report, box d, g, h has been updated/corrected.